Event description:
It was reported that the lead warnings triggered for both the atrial and ventricular leads, and both leads exhibited low impedances. The clinician will test the leads in unipolar, and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.